Event description:
Patient to have a right triple lumen catheter placed by seldinger technique. Md noted the tip of the introducer needle was bent and so another multi-lumen central venous catheter (cvc) kit was opened and used with no further complications. No needle stick injury occurred. The physician believed tip bent during the procedure.